Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had an obstruction in the working channel. The issue was found during an unknown procedure. There were no reports of patient harm. The device was returned and evaluated, and the distal end was found to have foreign material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the distal end was found to have foreign material. The device evaluation found the instrument channel was obstructed due to insufficient cleaning. Several failures were detected during evaluation included leak between upward/downward angulation control knob and light/right angulation control knob. The angle shaft deformed, the forceps elevator lever shrink tube cut which compromises the expected insulation capacity, the body control unit exterior insulation failed inspection, light guide lens, was cracked, connecting tubes was cut, a foreign material was found on the distal end, the insulation resistance at the distal end did not meet the standard value due to pinhole found on the bending section cover. The objective lens was worn, the lever arm was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.